Manufacturer narrative:
The product manufacturing site has been updated due to receipt of the iol serial number. The manufacturer report number corrected and reported under 9612169-2019-00249. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via a study collected safety events, that following cataract extraction with intraocular lens (iol) implant procedure, there was trace pigment noted on the lens.